Event description:
An ophthalmologist reported that during a femto surgery, the docking was quick and uneventful, but the side cut in the left eye seemed to be incomplete between IV and vi o'clock. When he lift the flap, it was very hard to lift in the area, so the side cut was not perfect. The procedure was completed with no delay. Only the lifting of the flap took maybe a little more time. No error message was rec'd. One day postoperatively, the pt had no visual disturbances. Add'l info was rec'd from the ophthalmologist: the edge of the flap was hardly detachable with the spatula/knife, but the edge became uneven. There was no medical or surgical intervention required to treat the event. The event was reported as resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).